Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), weight increased ("weight gain"), fatigue ("fatigue"), migraine ("migraines"), fibromyalgia ("fibromyalgia") and dyspareunia ("pain during intercourse"). The patient was treated with surgery (to remove the essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, weight increased, fatigue, migraine, fibromyalgia and dyspareunia outcome was unknown. The reporter considered dyspareunia, fatigue, fibromyalgia, migraine, pelvic pain and weight increased to be related to essure. The reporter commented: she need for additional surgery incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('coils migrated/ shifted my coils/ springs came out'), pelvic pain ('pain'), post procedural haemorrhage ('belly button bleed') and brain oedema ('swelling of the brain') in a 35-year-old female patient who had essure (batch no. B53560) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity. Previously administered products included for an unreported indication: contraceptive pills. Concurrent conditions included carpal tunnel syndrome. Concomitant products included fluocinolone acetonide, ibuprofen (motrin) from 2013 to 2018 and nortriptyline from september 2017 to july 2018. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 14 days after insertion of essure. In (B)(6) 2014, the patient experienced migraine ("migraines") and headache ("headaches/ horrible headache"). In (B)(6) 2014, the patient experienced fatigue ("fatigue"). In (B)(6) 2014, the patient experienced dyspareunia ("pain during intercourse/ dyspareunia (painful sexual intercourse)/ pain during sex"). In (B)(6) 2014, the patient experienced alopecia ("hair loss"). In (B)(6) 2014, the patient experienced vision blurred ("vision/eye problems vision/eye problems type: blurred vision"). In (B)(6) 2015, the patient was found to have the first episode of weight increased ("weight gain/ loss specify which one: weight gain"). On (B)(6) 2015, the patient experienced fibromyalgia ("fibromyalgia / autoimmune disorder type of disorder: fibromyalgia"). In (B)(6) 2015, the patient experienced rash macular ("rashes or skin conditions type: odd red itchy patches on skin and scalp") and rash erythematous ("odd red itchy patches on skin and scalp"). In (B)(6) 2015, the patient experienced breast discharge ("reproductive system disorder or condition type of disorder or condition: random lactation/ lactating from essure"). On (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)/ spotting") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2015, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary) tract"). In (B)(6) 2016, the patient experienced nausea ("nausea"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), post procedural haemorrhage (seriousness criterion medically significant), brain oedema (seriousness criterion medically significant), allergy to metals ("allergic or hypersensitivity reaction type: nickel"), dysmenorrhoea ("dysmenorrhea (cramping)/ mild cramping like period cramps"), cystitis ("bladder infection"), ovarian cyst ("reoccuring ovarian cysts/ cyst on ovary"), pain of extremities ("hand pain/ foot pain"), memory impairment ("memory disorder"), the first episode of feeling abnormal ("brain fog/ feeling that something is not right"), abdominal distension ("stomach look bigger/ belly still had surgery bloat/ swollen belly/ gas bloat/ looks like I'm 6month pregnant"), inflammation nos ("inflammation"), metal poisoning ("metal poisoning"), swelling face ("puffiness in face"), peripheral swelling ("swollen legs"), joint swelling ("swollen ankles"), hot flush ("hot flashes"), diarrhoea ("diarrhea"), pain upon movement ("pain when walk/pain when sleep"), incision site pain ("belly button incision hurts"), flatulence ("gas pain"), cough ("coughing hurts"), nipple pain ("painful nipples"), ovulation pain ("pain during ovulation"), back pain ("lower back pain"), breast pain ("breast pain"), anxiety ("anxiety"), attention deficit/hyperactivity disorder ("mild add"), urinary incontinence ("leaking"), loss of libido ("lack of sex due to pain"), allergy to chemicals ("allergic to alcohol"), flank pain ("right side pain"), vomiting ("vomiting"), skin exfoliation ("peeling feet"), skin haemorrhage ("scalp bleeding"), swelling nos ("swollen/swelling/ swelling to every inch of my body"), the first episode of neuralgia ("nerve pain"), frequent periods ("two period a month"), the first episode of menstruation delayed ("missed periods"), nauseous ("nauseous"), concussion ("concussion"), acne ("pimples on scalp"), pruritus ("scalp was itchy"), eczema ("eczema"), burning foot ("feets were burning"), gait disturbance ("could barely walk"), adnexa uteri pain ("painful ovaries"), oropharyngeal pain ("sore throat"), toothache ("teeth hurting"), hyperaesthesia teeth ("teeth extra sensitive"), ligament sprain ("sprained ankle"), insomnia ("can't sleep"), burning sensation ("feel burns in abs and arms"), affect lability ("many emotions from highs to lows to back to highs"), pyrexia ("fever"), ear pain ("ear pain"), stress ("stress"), dizziness ("dizzy"), general body pain ("body aches"), swelling ("swollen"), bloating ("bloated"), the second episode of neuralgia ("nerve pain"), the second episode of feeling abnormal ("brain fog"), foot pain ("foot pain"), inflammation ("inflammation"), the second episode of menstruation delayed ("missed period") and menstruation frequent ("two periods a month") and was found to have the second episode of weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with surgery (hysterectomy with salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, pelvic pain, post procedural haemorrhage, brain oedema, the last episode of weight increased, fatigue, fibromyalgia, allergy to metals, urinary tract infection, rash macular, rash erythematous, headache, dysmenorrhoea, breast discharge, ovarian cyst, inflammation nos, metal poisoning, hot flush, diarrhoea, pain upon movement, incision site pain, flatulence, cough, nipple pain, ovulation pain, back pain, breast pain, anxiety, attention deficit/hyperactivity disorder, allergy to chemicals, flank pain, vomiting, skin exfoliation, skin haemorrhage, frequent periods, nauseous, acne, pruritus, eczema, burning foot, gait disturbance, adnexa uteri pain, oropharyngeal pain, toothache, hyperaesthesia teeth, ligament sprain, insomnia, burning sensation, affect lability, pyrexia, ear pain, stress, dizziness and weight decreased outcome was unknown, the migraine, vision blurred, alopecia, memory impairment, loss of libido, swelling nos and concussion was resolving, the dyspareunia, vaginal haemorrhage, menorrhagia, nausea, cystitis, pain of extremities, swelling face, peripheral swelling and joint swelling had resolved and the abdominal distension and urinary incontinence had not resolved. The reporter considered ovarian cyst to be unrelated to essure. The reporter considered abdominal distension, acne, adnexa uteri pain, affect lability, allergy to chemicals, allergy to metals, alopecia, anxiety, attention deficit/hyperactivity disorder, back pain, brain oedema, breast discharge, breast pain, burning foot, concussion, cough, cystitis, device dislocation, diarrhoea, dizziness, dysmenorrhoea, dyspareunia, ear pain, eczema, fatigue, fibromyalgia, flank pain, flatulence, frequent periods, gait disturbance, headache, hot flush, hyperaesthesia teeth, incision site pain, inflammation nos, insomnia, joint swelling, ligament sprain, loss of libido, memory impairment, menorrhagia, metal poisoning, migraine, nausea, nipple pain, oropharyngeal pain, ovulation pain, pain of extremities, pain upon movement, pelvic pain, peripheral swelling, post procedural haemorrhage, pruritus, pyrexia, rash erythematous, rash macular, skin exfoliation, skin haemorrhage, stress, swelling face, swelling nos, toothache, urinary incontinence, urinary tract infection, vaginal haemorrhage, vision blurred, vomiting, weight decreased, the first episode of feeling abnormal, the first episode of menstruation delayed, the first episode of neuralgia, the first episode of weight increased, bloating, burning sensation, foot pain, general body pain, inflammation, menstruation frequent, nauseous, swelling, the second episode of feeling abnormal, the second episode of menstruation delayed, the second episode of neuralgia and the second episode of weight increased to be related to essure. The reporter commented: she need for additional surgery diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Mammogram - on an unknown date: normal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received : reporter was added, event swelling, bloated, nerve pain, brain fog , foot pain, inflammation, menstruation delayed, polymenorrhoea was added. On 23-mar-2020: social media report received: new reporter added on (B)(6) 2020: new event heart palpitation was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('coils migrated/ shifted my coils/ springs came out') and pelvic pain ('pain') in a 35-year-old female patient who had essure (batch no. B53560) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity. Previously administered products included for an unreported indication: contraceptive pills. Concurrent conditions included carpal tunnel syndrome. Concomitant products included fluocinolone acetonide, ibuprofen (motrin) from 2013 to 2018 and nortriptyline from (B)(6) 2017 to (B)(6) 2018. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 14 days after insertion of essure. In (B)(6) 2014, the patient experienced migraine ("migraines") and headache ("headaches/ horrible headache"). In (B)(6) 2014, the patient experienced fatigue ("fatigue"). In (B)(6) 2014, the patient experienced dyspareunia ("pain during intercourse/ dyspareunia (painful sexual intercourse)/ pain during sex"). In (B)(6) 2014, the patient experienced alopecia ("hair loss"). In (B)(6) 2014, the patient experienced vision blurred ("vision/eye problems vision/eye problems type: blurred vision"). In (B)(6) 2015, the patient was found to have the first episode of weight increased ("weight gain/ loss specify which one: weight gain"). On (B)(6) 2015, the patient experienced fibromyalgia ("fibromyalgia / autoimmune disorder type of disorder: fibromyalgia"). In (B)(6) 2015, the patient experienced rash macular ("rashes or skin conditions type: odd red itchy patches on skin and scalp") and rash erythematous ("odd red itchy patches on skin and scalp"). In (B)(6) 2015, the patient experienced breast discharge ("reproductive system disorder or condition type of disorder or condition: random lactation/ lactating from essure"). On (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)/ spotting") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2015, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary) tract"). In (B)(6) 2016, the patient experienced nausea ("nausea"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), post procedural haemorrhage ("belly button bleed"), brain oedema ("swelling of the brain"), allergy to metals ("allergic or hypersensitivity reaction type: nickel"), dysmenorrhoea ("dysmenorrhea (cramping)/ mild cramping like period cramps"), cystitis ("bladder infection"), ovarian cyst ("reoccuring ovarian cysts/ cyst on ovary"), pain of extremities ("hand pain/ foot pain"), memory impairment ("memory disorder"), the first episode of feeling abnormal ("brain fog/ feeling that something is not right"), abdominal distension ("stomach look bigger/ belly still had surgery bloat/ swollen belly/ gas bloat/ looks like I'm 6month pregnant"), inflammation nos ("inflammation"), metal poisoning ("metal poisoning"), swelling face ("puffiness in face"), peripheral swelling ("swollen legs"), joint swelling ("swollen ankles"), hot flush ("hot flashes"), diarrhoea ("diarrhea"), pain upon movement ("pain when walk/pain when sleep"), incision site pain ("belly button incision hurts"), flatulence ("gas pain"), cough ("coughing hurts"), nipple pain ("painful nipples"), ovulation pain ("pain during ovulation"), back pain ("lower back pain"), breast pain ("breast pain"), anxiety ("anxiety"), attention deficit hyperactivity disorder ("mild add"), urinary incontinence ("leaking"), loss of libido ("lack of sex due to pain"), allergy to chemicals ("allergic to alcohol"), flank pain ("right side pain"), vomiting ("vomiting"), skin exfoliation ("peeling feet"), skin haemorrhage ("scalp bleeding"), the first episode of swelling ("swollen/swelling/ swelling to every inch of my body"), the first episode of neuralgia ("nerve pain"), frequent periods ("two period a month"), the first episode of menstruation delayed ("missed periods"), nauseous ("nauseous"), concussion ("concussion"), acne ("pimples on scalp"), pruritus ("scalp was itchy"), eczema ("eczema"), burning foot ("feets were burning"), gait disturbance ("could barely walk"), adnexa uteri pain ("painful ovaries"), oropharyngeal pain ("sore throat"), toothache ("teeth hurting"), hyperaesthesia teeth ("teeth extra sensitive"), ligament sprain ("sprained ankle"), insomnia ("can't sleep"), burning sensation ("feel burns in abs and arms"), affect lability ("many emotions from highs to lows to back to highs"), pyrexia ("fever"), ear pain ("ear pain"), stress ("stress"), dizziness ("dizzy"), general body pain ("body aches"), the second episode of swelling ("swollen"), bloating ("bloated"), the second episode of neuralgia ("nerve pain"), the second episode of feeling abnormal ("brain fog"), foot pain ("foot pain"), inflammation ("inflammation"), the second episode of menstruation delayed ("missed period"), menstruation frequent ("two periods a month") and palpitations ("heart palpitation") and was found to have the second episode of weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with surgery (hysterectomy with salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, pelvic pain, post procedural haemorrhage, brain oedema, the last episode of weight increased, fatigue, fibromyalgia, allergy to metals, urinary tract infection, rash macular, rash erythematous, headache, dysmenorrhoea, breast discharge, ovarian cyst, inflammation nos, metal poisoning, hot flush, diarrhoea, pain upon movement, incision site pain, flatulence, cough, nipple pain, ovulation pain, back pain, breast pain, anxiety, attention deficit hyperactivity disorder, allergy to chemicals, flank pain, vomiting, skin exfoliation, skin haemorrhage, frequent periods, nauseous, acne, pruritus, eczema, burning foot, gait disturbance, adnexa uteri pain, oropharyngeal pain, toothache, hyperaesthesia teeth, ligament sprain, insomnia, burning sensation, affect lability, pyrexia, ear pain, stress, dizziness and weight decreased outcome was unknown, the migraine, vision blurred, alopecia, memory impairment, loss of libido and concussion was resolving, the dyspareunia, vaginal haemorrhage, menorrhagia, nausea, cystitis, pain of extremities, swelling face, peripheral swelling and joint swelling had resolved and the abdominal distension and urinary incontinence had not resolved. The reporter considered abdominal distension, acne, adnexa uteri pain, affect lability, allergy to chemicals, allergy to metals, alopecia, anxiety, attention deficit hyperactivity disorder, back pain, brain oedema, breast discharge, breast pain, burning foot, concussion, cough, cystitis, device dislocation, diarrhoea, dizziness, dysmenorrhoea, dyspareunia, ear pain, eczema, fatigue, fibromyalgia, flank pain, flatulence, frequent periods, gait disturbance, headache, hot flush, hyperaesthesia teeth, incision site pain, inflammation nos, insomnia, joint swelling, ligament sprain, loss of libido, memory impairment, menorrhagia, metal poisoning, migraine, nausea, nipple pain, oropharyngeal pain, ovarian cyst, ovulation pain, pain of extremities, pain upon movement, palpitations, pelvic pain, peripheral swelling, post procedural haemorrhage, pruritus, pyrexia, rash erythematous, rash macular, skin exfoliation, skin haemorrhage, stress, swelling face, toothache, urinary incontinence, urinary tract infection, vaginal haemorrhage, vision blurred, vomiting, weight decreased, the first episode of feeling abnormal, the first episode of menstruation delayed, the first episode of neuralgia, the first episode of swelling, the first episode of weight increased, bloating, burning sensation, foot pain, general body pain, inflammation, menstruation frequent, nauseous, the second episode of feeling abnormal, the second episode of menstruation delayed, the second episode of neuralgia, the second episode of swelling and the second episode of weight increased to be related to essure. The reporter commented: she need for additional surgery diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Mammogram - on an unknown date: normal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-jul-2020: quality-safety evaluation of product technical complaint. On 24-jun-2020: plaintiff fact sheet received. Reporter and patient demographics were added. On 6-jul- 2020: plaintiff information form received. No new clinical information received. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), migraine ("migraines"), fibromyalgia ("fibromyalgia") and dyspareunia ("pain during intercourse") and was found to have weight increased ("weight gain"). The patient was treated with surgery (to remove the essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, weight increased, fatigue, migraine, fibromyalgia and dyspareunia outcome was unknown. The reporter considered dyspareunia, fatigue, fibromyalgia, migraine, pelvic pain and weight increased to be related to essure. The reporter commented: she need for additional surgery quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-nov-2018: quality-safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('coils migrated/ shifted my coils/ springs came out') and pelvic pain ('pain') in a 35-year-old female patient who had essure (batch no. B53560/b63560) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity. Previously administered products included for an unreported indication: contraceptive pills. Concurrent conditions included carpal tunnel syndrome. Concomitant products included fluocinolone acetonide, ibuprofen (motrin) from 2013 to 2018 and nortriptyline from (B)(6) 2017 to (B)(6)2018. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 14 days after insertion of essure. In (B)(6) 2014, the patient experienced migraine ("migraines") and headache ("headaches/ horrible headache"). In (B)(6)2014, the patient experienced fatigue ("fatigue"). In (B)(6) 2014, the patient experienced dyspareunia ("pain during intercourse/ dyspareunia (painful sexual intercourse)/ pain during sex"). In (B)(6)2014, the patient experienced alopecia ("hair loss"). In (B)(6) 2014, the patient experienced vision blurred ("vision/eye problems vision/eye problems type: blurred vision"). In (B)(6) 2015, the patient was found to have the first episode of weight increased ("weight gain/ loss specify which one: weight gain"). On (B)(6) 2015, the patient experienced fibromyalgia ("fibromyalgia / autoimmune disorder type of disorder: fibromyalgia"). In (B)(6) 2015, the patient experienced rash macular ("rashes or skin conditions type: odd red itchy patches on skin and scalp") and rash erythematous ("odd red itchy patches on skin and scalp"). In (B)(6) 2015, the patient experienced breast discharge ("reproductive system disorder or condition type of disorder or condition: random lactation/ lactating from essure"). On (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)/ spotting") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2015, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary) tract"). In (B)(6) 2016, the patient experienced nausea ("nausea"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), post procedural haemorrhage ("belly button bleed"), brain oedema ("swelling of the brain"), allergy to metals ("allergic or hypersensitivity reaction type: nickel"), dysmenorrhoea ("dysmenorrhea (cramping)/ mild cramping like period cramps"), cystitis ("bladder infection"), ovarian cyst ("reoccuring ovarian cysts/ cyst on ovary"), pain of extremities ("hand pain/ foot pain"), memory impairment ("memory disorder"), the first episode of feeling abnormal ("brain fog/ feeling that something is not right"), abdominal distension ("stomach look bigger/ belly still had surgery bloat/ swollen belly/ gas bloat/ looks like I'm 6month pregnant"), inflammation nos ("inflammation"), metal poisoning ("metal poisoning"), swelling face ("puffiness in face"), peripheral swelling ("swollen legs"), joint swelling ("swollen ankles"), hot flush ("hot flashes"), diarrhoea ("diarrhea"), pain upon movement ("pain when walk/pain when sleep"), incision site pain ("belly button incision hurts"), flatulence ("gas pain"), cough ("coughing hurts"), nipple pain ("painful nipples"), ovulation pain ("pain during ovulation"), back pain ("lower back pain"), breast pain ("breast pain"), anxiety ("anxiety"), attention deficit hyperactivity disorder ("mild add"), urinary incontinence ("leaking"), loss of libido ("lack of sex due to pain"), allergy to chemicals ("allergic to alcohol"), flank pain ("right side pain"), vomiting ("vomiting"), skin exfoliation ("peeling feet"), skin haemorrhage ("scalp bleeding"), the first episode of swelling ("swollen/swelling/ swelling to every inch of my body"), the first episode of neuralgia ("nerve pain"), frequent periods ("two period a month"), the first episode of menstruation delayed ("missed periods"), nauseous ("nauseous"), concussion ("concussion"), acne ("pimples on scalp"), pruritus ("scalp was itchy"), eczema ("eczema"), burning foot ("feets were burning"), gait disturbance ("could barely walk"), adnexa uteri pain ("painful ovaries"), oropharyngeal pain ("sore throat"), toothache ("teeth hurting"), hyperaesthesia teeth ("teeth extra sensitive"), ligament sprain ("sprained ankle"), insomnia ("can't sleep"), burning sensation ("feel burns in abs and arms"), affect lability ("many emotions from highs to lows to back to highs"), pyrexia ("fever"), ear pain ("ear pain"), stress ("stress"), dizziness ("dizzy"), general body pain ("body aches"), the second episode of swelling ("swollen"), bloating ("bloated"), the second episode of neuralgia ("nerve pain"), the second episode of feeling abnormal ("brain fog"), foot pain ("foot pain"), inflammation ("inflammation"), the second episode of menstruation delayed ("missed period"), menstruation frequent ("two periods a month") and palpitations ("heart palpitation") and was found to have the second episode of weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with surgery (hysterectomy with salpingectomy (bilateral removal of fallopian tubes). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, pelvic pain, post procedural haemorrhage, brain oedema, the last episode of weight increased, fatigue, fibromyalgia, allergy to metals, urinary tract infection, rash macular, rash erythematous, headache, dysmenorrhoea, breast discharge, ovarian cyst, inflammation nos, metal poisoning, hot flush, diarrhoea, pain upon movement, incision site pain, flatulence, cough, nipple pain, ovulation pain, back pain, breast pain, anxiety, attention deficit hyperactivity disorder, allergy to chemicals, flank pain, vomiting, skin exfoliation, skin haemorrhage, frequent periods, nauseous, acne, pruritus, eczema, burning foot, gait disturbance, adnexa uteri pain, oropharyngeal pain, toothache, hyperaesthesia teeth, ligament sprain, insomnia, burning sensation, affect lability, pyrexia, ear pain, stress, dizziness and weight decreased outcome was unknown, the migraine, vision blurred, alopecia, memory impairment, loss of libido and concussion was resolving, the dyspareunia, vaginal haemorrhage, menorrhagia, nausea, cystitis, pain of extremities, swelling face, peripheral swelling and joint swelling had resolved and the abdominal distension and urinary incontinence had not resolved. The reporter considered abdominal distension, acne, adnexa uteri pain, affect lability, allergy to chemicals, allergy to metals, alopecia, anxiety, attention deficit hyperactivity disorder, back pain, brain oedema, breast discharge, breast pain, burning foot, concussion, cough, cystitis, device dislocation, diarrhoea, dizziness, dysmenorrhoea, dyspareunia, ear pain, eczema, fatigue, fibromyalgia, flank pain, flatulence, frequent periods, gait disturbance, headache, hot flush, hyperaesthesia teeth, incision site pain, inflammation nos, insomnia, joint swelling, ligament sprain, loss of libido, memory impairment, menorrhagia, metal poisoning, migraine, nausea, nipple pain, oropharyngeal pain, ovarian cyst, ovulation pain, pain of extremities, pain upon movement, palpitations, pelvic pain, peripheral swelling, post procedural haemorrhage, pruritus, pyrexia, rash erythematous, rash macular, skin exfoliation, skin haemorrhage, stress, swelling face, toothache, urinary incontinence, urinary tract infection, vaginal haemorrhage, vision blurred, vomiting, weight decreased, the first episode of feeling abnormal, the first episode of menstruation delayed, the first episode of neuralgia, the first episode of swelling, the first episode of weight increased, bloating, burning sensation, foot pain, general body pain, inflammation, menstruation frequent, nauseous, the second episode of feeling abnormal, the second episode of menstruation delayed, the second episode of neuralgia, the second episode of swelling and the second episode of weight increased to be related to essure. The reporter commented: she need for additional surgery diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Mammogram - on an unknown date: normal. Most recent follow-up information incorporated above includes: on (B)(6) 2020: mr received. Essure lot number added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('coils migrated/ shifted my coils/ springs came out') and pelvic pain ('pain') in a 35-year-old female patient who had essure (batch no. B63560-not valid,b53560) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity. Previously administered products included for an unreported indication: contraceptive pills. Concurrent conditions included carpal tunnel syndrome. Concomitant products included fluocinolone acetonide, ibuprofen (motrin) from 2013 to 2018 and nortriptyline from (B)(6) 2017 to (B)(6) 2018. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 14 days after insertion of essure. In (B)(6) 2014, the patient experienced migraine ("migraines") and headache ("headaches/ horrible headache"). In (B)(6) 2014, the patient experienced fatigue ("fatigue"). In (B)(6) 2014, the patient experienced dyspareunia ("pain during intercourse/ dyspareunia (painful sexual intercourse)/ pain during sex"). In (B)(6) 2014, the patient experienced alopecia ("hair loss"). In (B)(6) 2014, the patient experienced vision blurred ("vision/eye problems vision/eye problems type: blurred vision"). In (B)(6) 2015, the patient was found to have the first episode of weight increased ("weight gain/ loss specify which one: weight gain"). On (B)(6) 2015, the patient experienced fibromyalgia ("fibromyalgia / autoimmune disorder type of disorder: fibromyalgia"). In (B)(6) 2015, the patient experienced rash macular ("rashes or skin conditions type: odd red itchy patches on skin and scalp") and rash erythematous ("odd red itchy patches on skin and scalp"). In (B)(6) 2015, the patient experienced breast discharge ("reproductive system disorder or condition type of disorder or condition: random lactation/ lactating from essure"). On (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)/ spotting") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2015, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary) tract"). In (B)(6) 2016, the patient experienced nausea ("nausea"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), post procedural haemorrhage ("belly button bleed"), brain oedema ("swelling of the brain"), allergy to metals ("allergic or hypersensitivity reaction type: nickel"), dysmenorrhoea ("dysmenorrhea (cramping)/ mild cramping like period cramps"), cystitis ("bladder infection"), ovarian cyst ("reoccurring ovarian cysts/ cyst on ovary"), pain of extremities ("hand pain/ foot pain"), memory impairment ("memory disorder"), the first episode of feeling abnormal ("brain fog/ feeling that something is not right"), abdominal distension ("stomach look bigger/ belly still had surgery bloat/ swollen belly/ gas bloat/ looks like I'm 6month pregnant"), inflammation nos ("inflammation"), metal poisoning ("metal poisoning"), swelling face ("puffiness in face"), peripheral swelling ("swollen legs"), joint swelling ("swollen ankles"), hot flush ("hot flashes"), diarrhoea ("diarrhea"), pain upon movement ("pain when walk/pain when sleep"), incision site pain ("belly button incision hurts"), flatulence ("gas pain"), cough ("coughing hurts"), nipple pain ("painful nipples"), ovulation pain ("pain during ovulation"), back pain ("lower back pain"), breast pain ("breast pain"), anxiety ("anxiety"), attention deficit hyperactivity disorder ("mild add"), urinary incontinence ("leaking"), loss of libido ("lack of sex due to pain"), allergy to chemicals ("allergic to alcohol"), flank pain ("right side pain"), vomiting ("vomiting"), skin exfoliation ("peeling feet"), skin haemorrhage ("scalp bleeding"), the first episode of swelling ("swollen/swelling/ swelling to every inch of my body"), the first episode of neuralgia ("nerve pain"), frequent periods ("two period a month"), the first episode of menstruation delayed ("missed periods"), nauseous ("nauseous"), concussion ("concussion"), acne ("pimples on scalp"), pruritus ("scalp was itchy"), eczema ("eczema"), burning foot ("feets were burning"), gait disturbance ("could barely walk"), adnexa uteri pain ("painful ovaries"), oropharyngeal pain ("sore throat"), toothache ("teeth hurting"), hyperaesthesia teeth ("teeth extra sensitive"), ligament sprain ("sprained ankle"), insomnia ("can't sleep"), burning sensation ("feel burns in abs and arms"), affect lability ("many emotions from highs to lows to back to highs"), pyrexia ("fever"), ear pain ("ear pain"), stress ("stress"), dizziness ("dizzy"), general body pain ("body aches"), the second episode of swelling ("swollen"), bloating ("bloated"), the second episode of neuralgia ("nerve pain"), the second episode of feeling abnormal ("brain fog"), foot pain ("foot pain"), inflammation ("inflammation"), the second episode of menstruation delayed ("missed period"), menstruation frequent ("two periods a month") and palpitations ("heart palpitation") and was found to have the second episode of weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with surgery (hysterectomy with salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, pelvic pain, post procedural haemorrhage, brain oedema, the last episode of weight increased, fatigue, fibromyalgia, allergy to metals, urinary tract infection, rash macular, rash erythematous, headache, dysmenorrhoea, breast discharge, ovarian cyst, inflammation nos, metal poisoning, hot flush, diarrhoea, pain upon movement, incision site pain, flatulence, cough, nipple pain, ovulation pain, back pain, breast pain, anxiety, attention deficit hyperactivity disorder, allergy to chemicals, flank pain, vomiting, skin exfoliation, skin haemorrhage, frequent periods, nauseous, acne, pruritus, eczema, burning foot, gait disturbance, adnexa uteri pain, oropharyngeal pain, toothache, hyperaesthesia teeth, ligament sprain, insomnia, burning sensation, affect lability, pyrexia, ear pain, stress, dizziness and weight decreased outcome was unknown, the migraine, vision blurred, alopecia, memory impairment, loss of libido and concussion was resolving, the dyspareunia, vaginal haemorrhage, menorrhagia, nausea, cystitis, pain of extremities, swelling face, peripheral swelling and joint swelling had resolved and the abdominal distension and urinary incontinence had not resolved. The reporter considered abdominal distension, acne, adnexa uteri pain, affect lability, allergy to chemicals, allergy to metals, alopecia, anxiety, attention deficit hyperactivity disorder, back pain, brain oedema, breast discharge, breast pain, burning foot, concussion, cough, cystitis, device dislocation, diarrhoea, dizziness, dysmenorrhoea, dyspareunia, ear pain, eczema, fatigue, fibromyalgia, flank pain, flatulence, frequent periods, gait disturbance, headache, hot flush, hyperaesthesia teeth, incision site pain, inflammation nos, insomnia, joint swelling, ligament sprain, loss of libido, memory impairment, menorrhagia, metal poisoning, migraine, nausea, nipple pain, oropharyngeal pain, ovarian cyst, ovulation pain, pain of extremities, pain upon movement, palpitations, pelvic pain, peripheral swelling, post procedural haemorrhage, pruritus, pyrexia, rash erythematous, rash macular, skin exfoliation, skin haemorrhage, stress, swelling face, toothache, urinary incontinence, urinary tract infection, vaginal haemorrhage, vision blurred, vomiting, weight decreased, the first episode of feeling abnormal, the first episode of menstruation delayed, the first episode of neuralgia, the first episode of swelling, the first episode of weight increased, bloating, burning sensation, foot pain, general body pain, inflammation, menstruation frequent, nauseous, the second episode of feeling abnormal, the second episode of menstruation delayed, the second episode of neuralgia, the second episode of swelling and the second episode of weight increased to be related to essure. The reporter commented: she need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Mammogram - on an unknown date: normal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-dec-2020: update of information (batch is not valid). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('coils migrated/ shifted my coils/ springs came out'), pelvic pain ('pain'), post procedural haemorrhage ('belly button bleed') and brain oedema ('swelling of the brain') in a 35-year-old female patient who had essure (batch no. B53560) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity. Previously administered products included for an unreported indication: contraceptive pills. Concurrent conditions included carpal tunnel syndrome. Concomitant products included fluocinolone acetonide, ibuprofen (motrin) from 2013 to 2018 and nortriptyline from (B)(6) 2017 to (B)(6) 2018. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 14 days after insertion of essure. In (B)(6) 2014, the patient experienced migraine ("migraines") and headache ("headaches/ horrible headache"). In (B)(6) 2014, the patient experienced fatigue ("fatigue"). In (B)(6) 2014, the patient experienced dyspareunia ("pain during intercourse/ dyspareunia (painful sexual intercourse)/ pain during sex"). In (B)(6) 2014, the patient experienced alopecia ("hair loss"). In (B)(6) 2014, the patient experienced vision blurred ("vision/eye problems vision/eye problems type: blurred vision"). In (B)(6) 2015, the patient was found to have the first episode of weight increased ("weight gain/ loss specify which one: weight gain"). On (B)(6) 2015, the patient experienced fibromyalgia ("fibromyalgia / autoimmune disorder type of disorder: fibromyalgia"). In (B)(6) 2015, the patient experienced rash macular ("rashes or skin conditions type: odd red itchy patches on skin and scalp") and rash erythematous ("odd red itchy patches on skin and scalp"). In (B)(6) 2015, the patient experienced breast discharge ("reproductive system disorder or condition type of disorder or condition: random lactation/ lactating from essure"). On (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)/ spotting") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2015, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary) tract"). In (B)(6) 2016, the patient experienced nausea ("nausea"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), post procedural haemorrhage (seriousness criterion medically significant), brain oedema (seriousness criterion medically significant), allergy to metals ("allergic or hypersensitivity reaction type: nickel"), dysmenorrhoea ("dysmenorrhea (cramping)/ mild cramping like period cramps"), cystitis ("bladder infection"), ovarian cyst ("reoccuring ovarian cysts/ cyst on ovary"), pain in extremity ("hand pain/ foot pain"), memory impairment ("memory disorder"), feeling abnormal ("brain fog/ feeling that something is not right"), abdominal distension ("stomach look bigger/ belly still had surgery bloat/ swollen belly/ gas bloat/ looks like I'm 6month pregnant"), inflammation ("inflammation"), metal poisoning ("metal poisoning"), swelling face ("puffiness in face"), peripheral swelling ("swollen legs"), joint swelling ("swollen ankles"), hot flush ("hot flashes"), diarrhea ("diarrhea"), pain upon movement ("pain when walk/pain when sleep"), incision site pain ("belly button incision hurts"), flatulence ("gas pain"), cough ("coughing hurts"), nipple pain ("painful nipples"), ovulation pain ("pain during ovulation"), back pain ("lower back pain"), breast pain ("breast pain"), anxiety ("anxiety"), attention deficit/hyperactivity disorder ("mild add"), urinary incontinence ("leaking"), loss of libido ("lack of sex due to pain"), allergy to chemicals ("allergic to alcohol"), flank pain ("right side pain"), vomiting ("vomiting"), skin exfoliation ("peeling feet"), skin haemorrhage ("scalp bleeding"), swelling ("swollen/swelling/ swelling to every inch of my body"), neuralgia ("nerve pain"), polymenorrhoea ("two period a month"), menstruation delayed ("missed periods"), nauseous ("nauseous"), concussion ("concussion"), acne ("pimples on scalp"), pruritus ("scalp was itchy"), eczema ("eczema"), burning foot ("feets were burning"), gait disturbance ("could barely walk"), adnexa uteri pain ("painful ovaries"), oropharyngeal pain ("sore throat"), toothache ("teeth hurting"), hyperaesthesia teeth ("teeth extra sensitive"), ligament sprain ("sprained ankle"), insomnia ("can't sleep"), burning sensation ("feel burns in abs and arms"), affect lability ("many emotions from highs to lows to back to highs"), pyrexia ("fever"), ear pain ("ear pain"), stress ("stress"), dizziness ("dizzy") and general body pain ("body aches") and was found to have the second episode of weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with surgery (hysterectomy with salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, pelvic pain, post procedural haemorrhage, brain oedema, the last episode of weight increased, fatigue, fibromyalgia, allergy to metals, urinary tract infection, rash macular, rash erythematous, headache, dysmenorrhoea, breast discharge, ovarian cyst, inflammation, metal poisoning, hot flush, diarrhoea, pain upon movement, incision site pain, flatulence, cough, nipple pain, ovulation pain, back pain, breast pain, anxiety, attention deficit/hyperactivity disorder, allergy to chemicals, flank pain, vomiting, skin exfoliation, skin haemorrhage, neuralgia, polymenorrhoea, menstruation delayed, nauseous, acne, pruritus, eczema, burning foot, gait disturbance, adnexa uteri pain, oropharyngeal pain, toothache, hyperaesthesia teeth, ligament sprain, insomnia, burning sensation, affect lability, pyrexia, ear pain, stress, dizziness and weight decreased outcome was unknown, the migraine, vision blurred, alopecia, memory impairment, loss of libido, swelling and concussion was resolving, the dyspareunia, vaginal haemorrhage, menorrhagia, nausea, cystitis, pain in extremity, feeling abnormal, swelling face, peripheral swelling and joint swelling had resolved and the abdominal distension and urinary incontinence had not resolved. The reporter considered ovarian cyst to be unrelated to essure. The reporter considered abdominal distension, acne, adnexa uteri pain, affect lability, allergy to chemicals, allergy to metals, alopecia, anxiety, attention deficit/hyperactivity disorder, back pain, brain oedema, breast discharge, breast pain, burning foot, concussion, cough, cystitis, device dislocation, diarrhoea, dizziness, dysmenorrhoea, dyspareunia, ear pain, eczema, fatigue, feeling abnormal, fibromyalgia, flank pain, flatulence, gait disturbance, headache, hot flush, hyperaesthesia teeth, incision site pain, inflammation, insomnia, joint swelling, ligament sprain, loss of libido, memory impairment, menorrhagia, menstruation delayed, metal poisoning, migraine, nausea, neuralgia, nipple pain, oropharyngeal pain, ovulation pain, pain in extremity, pain upon movement, pelvic pain, peripheral swelling, polymenorrhoea, post procedural haemorrhage, pruritus, pyrexia, rash erythematous, rash macular, skin exfoliation, skin haemorrhage, stress, swelling, swelling face, toothache, urinary incontinence, urinary tract infection, vaginal haemorrhage, vision blurred, vomiting, weight decreased, the first episode of weight increased, burning sensation, general body pain, nauseous and the second episode of weight increased to be related to essure. The reporter commented: she need for additional surgery diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Mammogram - on an unknown date: normal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-nov-2019: social media record received. Events coils migrated/ shifted my coils/ springs came out, hand pain, memory disorder, brain fog/ feeling that something is not right, stomach look bigger/ belly still had surgery bloat/ swollen belly/ gas bloat/ looks like I'm 6month pregnant, inflammation, metal poisoning, puffiness in face, swollen legs, swollen ankles, hot flashes, diarrhea, pain when walk/pain when sleep, belly button incision hurts, gas pain, coughing hurts, painful nipples, pain during ovulation, lower back pain, breast pain, anxiety, mild add, leaking, lack of sex due to pain, allergic to alcohol, right side pain, vomiting, peeling feet, scalp bleeding, swollen/swelling/ swelling to every inch of my body, nerve pain, two period a month, missed periods, belly button bleed, nauseous, concussion, swelling of the brain, pimples on scalp, scalp was itchy, eczema, feet were burning, could barely walk, painful ovaries, sore throat, teeth hurting, teeth extra sensitive, sprained ankle, can't sleep, feel burns in abs and arms, many emotions from highs to lows to back to highs, fever, ear pain and stress, dizziness, body aches, weight loss were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 35-year-old female patient who had essure (batch no. B53560) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity. Concomitant products included fluocinolone acetonide, ibuprofen (motrin) from 2013 to 2018 and nortriptyline from (B)(6) 2017 to (B)(6) 2018. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 14 days after insertion of essure. In (B)(6) 2014, the patient experienced migraine ("migraines") and headache ("headaches"). In march 2014, the patient experienced fatigue ("fatigue"). In (B)(6) 2014, the patient experienced dyspareunia ("pain during intercourse/ dyspareunia (painful sexual intercourse)"). In (B)(6) 2014, the patient experienced alopecia ("hair loss"). In august 2014, the patient experienced vision blurred ("vision/eye problems vision/eye problems type: blurred vision"). In (B)(6) 2015, the patient was found to have the first episode of weight increased ("weight gain/ loss specify which one: weight gain"). On (B)(6) 2015, the patient experienced fibromyalgia ("fibromyalgia / autoimmune disorder type of disorder: fibromyalgia"). In (B)(6) 2015, the patient experienced rash macular ("rashes or skin conditions type: odd red itchy patches on skin and scalp") and rash erythematous ("odd red itchy patches on skin and scalp"). In (B)(6) 2015, the patient experienced lactation disorder ("reproductive system disorder or condition type of disorder or condition: random lactation"). On (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2015, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary) tract"). In (B)(6) 2016, the patient experienced nausea ("nausea"). On an unknown date, the patient was found to have the second episode of weight increased ("weight gain") and experienced allergy to metals ("allergic or hypersensitivity reaction type: nickel"), dysmenorrhoea ("dysmenorrhea (cramping)"), cystitis ("bladder infection") and ovarian cyst ("reoccuring ovarian cysts"). The patient was treated with surgery (hysterectomy with salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, the last episode of weight increased, fatigue, fibromyalgia, allergy to metals, urinary tract infection, rash macular, rash erythematous, headache, dysmenorrhoea, alopecia, lactation disorder and ovarian cyst outcome was unknown, the migraine and vision blurred was resolving and the dyspareunia, vaginal haemorrhage, menorrhagia, nausea and cystitis had resolved. The reporter considered ovarian cyst to be unrelated to essure. The reporter considered allergy to metals, alopecia, cystitis, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, headache, lactation disorder, menorrhagia, migraine, nausea, pelvic pain, rash erythematous, rash macular, urinary tract infection, vaginal haemorrhage, vision blurred, the first episode of weight increased and the second episode of weight increased to be related to essure. The reporter commented: she need for additional surgery diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) -2019: reporter, patient demographics, medical history, concomitant drugs and laboratory were added. On (B)(6) 2013, she implanted essure (previously reported as (B)(6) 2013). Suspect drug indication and lot number added. Added events abnormal bleeding (vaginal, menorrhagia), allergic or hypersensitivity reaction type: nickel, infection (bladder/ urinary tract/vaginal) type: urinary tract, autoimmune disorder type of disorder: fibromyalgia, rashes or skin conditions type: odd red itchy patches on skin and scalp, headaches, reproductive system disorder or condition type of disorder or condition: random lactation, nausea, dysmenorrhea (cramping), vision/eye problems vision/eye problems type: blurred vision, weight gain/ loss specify which one: weight gain, hair loss and bladder infection. Updated events, onset dates and outcome of events. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.